Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a device error. The main personal computer board tested out of specification-electrical. Analysis also noted that the keypad window was damaged, encoder assembly was contaminated, one control knob was contaminated, main and manufacture date labels were damaged, main seal pinched and both display wires were pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator displayed a 0200 error and was unable to reset. The device has been returned for service. There was no patient involvement. It was further reported that the external pulse generator (epg) subsequently tested out of specification during manufacturer's analysis.